Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level and also received no delivery alarm. The customer's blood glucose was 450 mg/dl. The customer was treated with pen for high blood glucose levels. The customer¿s pump alarmed three times in the night. The pump will not be returned for analysis.